Event description:
It was reported that during a lap nissen procedure, the device stopped working. The device was taken apart, but would still not work. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5ha device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. In addition, the clamp arm was detached during analysis for inspection of the blade and no other anomalies were noted. The device was tested with a generator and an error code 5 was noted. The identified blade damage my have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and my result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed and no anomalies were noted during the mfg process.